Manufacturer narrative:
This correction report is being submitted to notify that this event is no longer considered reportable based on additional information received confirming normal battery depletion of the device. The slight difference is likely related in changes in auto threshold results. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from five to two and a half years, within one and a half year. A follow up was scheduled and the patient experienced dizziness. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The slight difference is likely related in changes in auto threshold results. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from five to two and a half years, within one and a half year. A follow up was scheduled and the patient experienced dizziness. This device remains in service. No adverse patient effects were reported.